Event description:
A user facility administrator reported they had been noticing that the bloodlines had smaller transducers and were thinking are the reason they have been clotting a lot of machines venous chambers. There was no reported blood loss noted at intake. The sample was reported to be available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.